Event description:
The customer reported a system message displayed. No patients were prepped. Six cases were cancelled. There was no patient injury reported.

Manufacturer narrative:
The company service rep examined the system and could not duplicate the error message reported. The system message was noted in the event log. The fluidics controller pcb was replaced and sent for in-house testing. The system was tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. This report was mailed to FDA on: 08/26/2008.